Event description:
Circuit was being used on a small infant in the picu when the low pressure alarm activated on the ventilator, thereapist was present at the time of the incident and immediately discovered a pinhole in the circuit on the expiratory limb. Circuit was changed and there was no report of pt injury.